Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis preloaded monofocal intraocular lens (model pcb00, +22.5 diopter) was explanted from patient¿s left eye because of patient experiencing foggy vision. There was no patient injury, no medical or surgical intervention and no incision enlargement performed. Reportedly, the same model, a smaller, +20.5 diopter lens was used as replacement lens for the patient. Patient was doing good at discharge. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 8/2/2018. Device returned to manufacturer? Yes. Device evaluation: the product returned was received in a plastic specimen container. The lens was received cut in three pieces. The cut lens is most probably related to the explant of the lens. Due to the conditions of the lens no further evaluation could be performed. The reported issue could not be verified. Based on the evaluation performed to the returned product, a product quality deficiency or product malfunction could not be determined to be related to the manufacturing process. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.